Manufacturer narrative:
The device history records for radiesse lot (B)(4) were reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for this lot. On (B)(6) 2011, dr. (B)(6) reported that the patient was prescribed a z-pack for 2 weeks. He indicated that the patient is doing better, but if the antibiotics have not completely resolved the symptoms, he may have to remove the radiesse.

Event description:
Dr. (B)(6) injected a patient with radiesse dermal filler in the nl folds and cheeks. The patient had swelling and redness, which started at the time of injection, and has persisted for four days. The swelling on the left side has decreased, but there is a line of broken capillaries near the left nl fold. The swelling on the right side has expanded in area, up to the eye lid. There is also a small area of tenderness. The physician did not note any blanching or greyness to the skin immediately following the injection.